Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager door failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager not detected on bus. The field service engineer replaced the remote manager latch, solenoid wire harness, and latch control printed circuit board assembly (pcba). They reassigned remote manager data to the new controller and confirmed the hardware test application passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.